Manufacturer narrative:
Additional information for section d11; concomitant information. Alinity ci software versions (B)(4), ln 04v20-12 a product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4), and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4), and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed imprecision for iga biorad quality controls (qc) while processing on the alinity c processing module. The customer performed calibration of the sample probe, and noticed misalignment of the sample probe. The customer recalibrated sample probe, repeated qc, which all came within specification. The was no reported impact to patient management.

Manufacturer narrative:
This follow up MDR being submitted to update the section h4; device manufacturing date updated from 02/01/2018 to 02/15/2018.